Manufacturer narrative:
A customer in the united kingdom notified biomérieux of experiencing an issue with their vtk2xl blue colorm 220v [u] (ref 27228u, serial (B)(6)) in which the customer could not match test results to patients after a preventive maintenance (pm) was performed by a field service engineer (fse). The complaint reports that the two (2) cassettes were subsequently created and displayed into the vitek 2 systems software (version 9.02) as incomplete (red) cassettes and were subsequently missing the accession ids and organism identification values previously setup in the scs. The customer was unable to recall the association of the cards with the sample/accession information previously entered in the scs. The card data could not be used to report any results due to the instrument mode setting. The vitek 2 instrument is expected to alarm and return the cassette to the load-door when a cassette containing the scs button-memory is inserted into an instrument that is configured in the "cassette-only mode". Requests were made to the customer by the biomérieux customer service on several occasions, and the customer declined to provide the required logs or data backup for analysis or investigation. The potential root causes include: - instrument configured in "cassette mode" instead of "smart carrier (scs) mode". The user acknowledged and ignored an instrument alarm warning that the instrument was not in the correct mode to process the button memory on the cassette. The user then proceeded with loading the cassette back into the instrument, which would have erased the button memory. - memory button was not written, corrupted or erased prior to the cassette introduced into the vitek 2 instrument. Root cause: the root cause of the reported issue was not able to be determined due to lack of required evidences (i.e. Logs) provided by the customer.

Event description:
Intended use: the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and yeast. The vitek® 2 system is also intended for the automated identification of most clinically significant anaerobic organisms and corynebacterium species, fermenting and nonfermenting gram-negative bacilli, gram-positive organisms, fastidious organisms, and yeasts and yeast-like organisms. Description: a customer in (B)(6) notified biomérieux of experiencing an issue with their vtk2xl blue colorm 220v [u] (ref 27228u, serial (B)(4)) in which the customer could not match test results to patients after a preventive maintenance (pm) was performed by a field service engineer (fse). In order to complete the pm, the fse reconfigured the customer's instrument from scs (smart carrier station) mode to cassette mode. This change is needed in order for the fse to test engineering cards to verify acceptable instrument performance. After completion of the pm, the fse did not return the customer's instrument back to scs mode. The cassette is a card and test tube carrier that holds up to 15 tests. It is used for sample preparation and processing inside the instrument. It can contain a button memory chip that is used to transfer information from the smart carrier station (scs) to the vitek® 2 workstation computer. In scs mode, information including patient identifiers can be input for each card that will be tested using the smart carrier station and saved on the button memory located in the cassettes. Local customer service (lcs) attempted to assist the customer with editing the cassettes to update the patient information, but the customer did not know the lab numbers for the respective cards. Lcs recommended that the tests be repeated since the customer was unable to match results to patients. Lcs was able to guide the customer to change the instrument configuration back to scs mode to allow them to resume testing using the smart carrier system to save data to the button memory modules in the cassettes. Since testing had to be repeated, there was a delay of > 24 hours in reporting results. The customer stated that two (2) cassettes were involved with this issue, but has not provided a specific number of tests or patients affected by the delay in reporting results. Additionally, there is no indication or report from the customer that the delay in reporting results has led to any adverse event related to any patient's state of health. An investigation will be initiated.